Event description:
The kleppinger bipolar cautery did not function correctly. The cord was replaced and it still did not work. The surgeon decided to use an alternative device. Device identifying data was not entered into event report.